Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2 .reference MFR. Report# 3006705815-2018-03236. It was reported that the procedure was abandoned due to being unable to implant lead. It is unsure which lead was unable to be implanted so both are being reported on.

Manufacturer narrative:
Patient weight: additional information was obtained.